Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced one week after it was implanted due to perforation of the heart wall. There was observations of pacing not delivered when required. The lead was not expected to be returned at this time. No additional adverse patient effects were reported.